Event description:
A baxter service technician found that a homechoice system failed a performance specification, as the fluid was delivered out of specification during fill. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received and evaluated. External & internal visual inspections revealed no problems. The device passed the return instrument test / evaluation (rite) electrical test, but failed the rite functional test due to heater bag temperature out of range. The rite heater bag temp test specification is 35.0 c - 39.0 c and the rite heater bag temp test was 31.2 c during fill 1, which was 3.8 c below the rite delivery range. Fluid was delivered out of specification during rite testing. The pal troubleshooting of the device's temperature system revealed no problems. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the rite temperature test failure. A cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.